Event description:
This prospective pregnancy case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain / intermittent unpredictable instances of severe sharp pain"), embedded device ("the left coil was embedded in the uterus fundus") and pregnancy with contraceptive device ("intrauterine pregnancy") in a (B)(6)-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure insertion 4 weeks post partum", device monitoring procedure not performed "patient did not have hsg.", device ineffective "device ineffective" and medical device monitoring error "a mirena iud placed at the time of essure procedure". The patient's past medical history included multigravida, parity 3, general anesthesia in (B)(6) 2013 and postpartum state in (B)(6) 2013. Concomitant products included levonorgestrel (mirena) in (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("severe dyspareunia"). In (B)(6) 2015, the patient experienced abdominal pain lower ("intermittent left lower quadrant pain / pain"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine mass ("soft tissue thickening in the uterine cavity"). The patient's last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy/ bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, embedded device, pregnancy with contraceptive device, abdominal pain lower and dyspareunia had resolved and the uterine mass outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for abdominal pain lower, dyspareunia, embedded device, pelvic pain, pregnancy with contraceptive device and uterine mass with essure. The reporter commented: the doctor stated that essure device has migrated and failed to prevent pregnancy. Essure was not inserted by reporting physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Ultrasound scan - on (B)(6) 2016: pregnancy confirmed; on (B)(6) 2016: a 13+2 week intrauterine pregnancy. Ultrasound scan cont.: left and right sided essure devices were identified; the right sided essure device appeared to have been appropriately positioned. The left sided essure appeared to be embedded within the fundal myometrium and displaced towards the midline. A surrounding area of soft tissue thickening appeared to exert mild mass effect upon the uterine cavity. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. Lack of efficacy can occur with the use of any product. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or the lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician reported pregnancy outcome, essure removed for pelvic pain after delivery. Patient is doing well. No further information provided on 10-apr-2017: patient information received. Pregnancy us diagnose date. Fu pregnancy questionnaire and physician's comments. Essure was not inserted by the reporting physician. Patient is doing well. No further information provided. A new case (#(B)(6)) was created and received all the previously reported information regarding mirena as a suspect drug and related events. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had an intrauterine pregnancy diagnosed approximately 3 years after essure (fallopian tube occlusion insert) insertion. Follow-up revealed that she had a salpingectomy and hysterectomy due to pelvic pain ("pelvic pain / intermittent unpredictable instances of severe sharp pain") 2 weeks after vaginal delivery of a healthy child. It was found that "the left coil was embedded in the uterus fundus" (embedded device). These events are anticipated in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. Some occur due to patient non-compliance, including failure to return for essure confirmation test (hsg). In this case, patient did not have the hsg. Later, she had an embedded device diagnosed during the pregnancy. Additionally, physician informed that mirena (levonorgestrel) iud was inserted concomitantly with essure at 4 weeks postpartum. Although he considered the procedure as uncomplicated, this may have had a contributory role in the reported embedment, since the risk of embedment is increased in postpartum insertions before 6 weeks postpartum. The pregnancy in this case could be considered rather a consequence of patient's noncompliance with hsg in association with the reported embedment. However, given events' nature causality with essure cannot be excluded. After essure insertion, pelvic pain may occur. In this present case, it cannot be ruled out that the pain was caused by the embedment. Regarding event's nature, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; however the reported medical events are not necessarily indicative of a quality defect.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of impalant"), device expulsion ("embedded in the fundal myometrium"), embedded device ("the left coil was embedded in the uterus fundus"), pelvic pain ("pelvic pain / intermittent unpredictable instances of severe sharp pain/chronic pelvic pain"), pregnancy with contraceptive device ("intrauterine pregnancy/unintended pregnancy") and procedural haemorrhage ("I lost a lot of blood during surgery") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure insertion 4 weeks post partum", medical device monitoring error "a mirena iud placed at the time of essure procedure", device monitoring procedure not performed "patient did not have hsg" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (12jun 2010 , 18 apr2013 , 23dec 2016), general anesthesia in may 2013, postpartum state in may 2013 and vaginal delivery. Concurrent conditions included chills since 2-aug-2016, dizziness since 2-aug-2016, weakness since 2-aug-2016, nausea since 2-aug-2016, gestational diabetes, extremities burning sensation of, skin lesion since 11-oct-2016, pruritus since 11-oct-2016, rhinorrhea since 11-oct-2016, fatigue since 11-oct-2016, erythema since 19-oct-2016, slight fever since 10-dec-2016, abnormal weight gain since 30-dec-2016, granuloma annulare since 30-dec-2016, decreased appetite since 21-mar-2017 and morbid obesity. Concomitant products included levonorgestrel (mirena) from may 2013 to september 2014. On (B)(6) 2013 the patient had essure inserted. In 2015, the patient experienced dyspareunia ("severe dyspareunia"). In september 2015, the patient experienced the first episode of abdominal pain lower ("intermittent left lower quadrant pain / pain"). In march 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In june 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In september 2016, the patient experienced granuloma annulare ("granuloma annulare"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), uterine mass ("soft tissue thickening in the uterine cavity"), the second episode of abdominal pain lower ("lower abdominal pain"), pyrexia ("fever"), rash ("rash"), abnormal weight gain ("excessive weight gain"), urinary tract disorder ("urinary problems problems or changes"), bladder disorder ("bladder problems"), back pain ("back pain"), abdominal pain ("left abdominal pain throughout the entire pregnancy") and asthenia ("had to go to the ER a few days after being released from the hospital due to being very weak"). The patient's last menstrual period was on an unknown date and estimated date of delivery was 30-dec-2016. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on 14-mar-2017), surgery (hysterectomy with bilateral salpingectomy), surgery (she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on 14-mar-2017), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy/ bilateral salpingectomy) and surgery (hysterectomy/ bilateral salpingectomy). Essure was removed on 14-mar-2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device expulsion, procedural haemorrhage, uterine mass, the last episode of abdominal pain lower, pyrexia, abnormal weight gain, urinary tract disorder, bladder disorder, granuloma annulare, back pain, abdominal pain and asthenia outcome was unknown and the embedded device, pelvic pain, pregnancy with contraceptive device, dyspareunia and rash had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on 23-dec-2016. The reporter provided no causality assessment for dyspareunia, embedded device, pelvic pain, pregnancy with contraceptive device, uterine mass and the first episode of abdominal pain lower with essure. The reporter considered abdominal pain, abnormal weight gain, asthenia, back pain, bladder disorder, device dislocation, device expulsion, fallopian tube perforation, granuloma annulare, procedural haemorrhage, pyrexia, rash, urinary tract disorder, uterine perforation and the second episode of abdominal pain lower to be related to essure. The reporter commented: the doctor stated that essure device has migrated and failed to prevent pregnancy. Essure was not inserted by reporting physician. Follow up : on 10-apr-2017: a new case : 2017-080040 was created and received all the previously reported information regarding mirena as a suspect drug and related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Salpingectomy - on 12-may-2016: 14mar2017 ultrasound scan - on 12-may-2016: pregnancy confirmed; on 24-jun-2016: a 13+2 week intrauterine pregnancy ultrasound scan cont.: left and right sided essure devices were identified; the right sided essure device appeared to have been appropriately positioned. The left sided essure appeared to be embedded within the fundal myometrium and displaced towards the midline. A surrounding area of soft tissue thickening appeared to exert mild mass effect upon the uterine cavity. 21-jun-2016 : us shows migration to lower uterine segment near cervix. "Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fever" quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. Lack of efficacy can occur with the use of any product. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or the lack of efficacy event cannot be totally excluded most recent follow-up information incorporated above includes: on 2-apr-2018: events: "bladder problem, urinary problems, granuloma annulare, perforation (uterus), left abdominal pain throughout the entire pregnancy, I lost a lot of blood during surgery, had to go to the ER a few days after being released from the hospital due to being very weak, embedded in the fundal myometrium", reporter added from pfs. Concomitant and historical condition, lab data added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), uterine perforation ('perforation (uterus)'), device dislocation ('migration of impalant'), device expulsion ('embedded in the fundal myometrium'), embedded device ('the left coil was embedded in the uterus fundus/embedded in the fundal myometrium'), pelvic pain ('pelvic pain / intermittent unpredictable instances of severe sharp pain/chronic pelvic pain'), pregnancy with contraceptive device ('intrauterine pregnancy/unintended pregnancy') and procedural haemorrhage ('I lost a lot of blood during surgery') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure insertion 4 weeks post partum", device monitoring procedure not performed "patient did not have hsg", medical device monitoring error "a mirena iud placed at the time of essure procedure" and device ineffective "device ineffective". The patient's medical history included general anesthesia in (B)(6) 2013, postpartum state in may 2013, multigravida, parity 3 ((B)(6) 2010 , (B)(6) 2013 , (B)(6) 2016) and vaginal delivery. Concurrent conditions included decreased appetite since (B)(6) 2017, abnormal weight gain since (B)(6) 2016, granuloma annulare since (B)(6) 2016, slight fever since (B)(6) 2016, erythema since (B)(6) 2016, skin lesion since (B)(6) 2016, pruritus since (B)(6) 2016, rhinorrhea since (B)(6) 2016, fatigue since (B)(6) 2016, chills since (B)(6) 2016, dizziness since (B)(6) 2016, weakness since (B)(6) 2016, nausea since (B)(6) 2016, gestational diabetes, extremities burning sensation of, morbid obesity, incontinence, varicose veins, congenital adrenal hyperplasia, sacroiliitis, ovarian cyst, neuritis, metatarsalgia, arthralgia, thrombocytopenia and subchorionic hematoma. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced urinary tract disorder ("urinary problems problems or changes") and bladder disorder ("bladder problems"). In 2015, the patient experienced dyspareunia ("severe dyspareunia"). In (B)(6) 2015, the patient experienced left lower quadrant pain ("intermittent left lower quadrant pain / pain") and abdominal pain ("left abdominal pain throughout the entire pregnancy"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced granuloma annulare ("granuloma annulare/granuloma annulare ringworm"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), uterine mass ("soft tissue thickening in the uterine cavity"), lower abdominal pain ("lower abdominal pain"), pyrexia ("fever"), rash ("rash"), abnormal weight gain ("excessive weight gain"), back pain ("back pain"), asthenia ("had to go to the ER a few days after being released from the hospital due to being very weak") and nervousness ("feeling nervous"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on (B)(6) 2017, hysterectomy/ bilateral salpingectomy and she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device expulsion, procedural haemorrhage, uterine mass, lower abdominal pain, pyrexia, abnormal weight gain, urinary tract disorder, bladder disorder, granuloma annulare, back pain, abdominal pain, asthenia and nervousness outcome was unknown and the embedded device, pelvic pain, pregnancy with contraceptive device, left lower quadrant pain, dyspareunia and rash had resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for dyspareunia, embedded device, left lower quadrant pain, pelvic pain, pregnancy with contraceptive device and uterine mass with essure. The reporter considered abdominal pain, abnormal weight gain, asthenia, back pain, bladder disorder, device dislocation, device expulsion, fallopian tube perforation, granuloma annulare, nervousness, procedural haemorrhage, pyrexia, rash, urinary tract disorder, uterine perforation and lower abdominal pain to be related to essure. The reporter commented: the doctor stated that essure device has migrated and failed to prevent pregnancy. Essure was not inserted by reporting physician. Follow up : on (B)(6) 2017: a new case : (B)(4) was created and received all the previously reported information regarding mirena as a suspect drug and related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Salpingectomy - on (B)(6) 2016: results: (B)(6) 2017. Ultrasound scan - on (B)(6) 2016: results: pregnancy confirmed; on (B)(6) 2016: results: a 13+2 week intrauterine pregnancy. Ultrasound scan cont.: left and right sided essure devices were identified; the right sided essure device appeared to have been appropriately positioned. The left sided essure appeared to be embedded within the fundal myometrium and displaced towards the midline. A surrounding area of soft tissue thickening appeared to exert mild mass effect upon the uterine cavity. (B)(6) 2016 : us shows migration to lower uterine segment near cervix. "Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fever" concerning the injuries reported in this case, the following one/ones were reported via social media: nervousness quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. New reporter was added. Added event feeling nervous. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of impalant"), device expulsion ("embedded in the fundal myometrium"), embedded device ("the left coil was embedded in the uterus fundus"), pelvic pain ("pelvic pain / intermittent unpredictable instances of severe sharp pain/chronic pelvic pain"), pregnancy with contraceptive device ("intrauterine pregnancy/unintended pregnancy") and procedural haemorrhage ("I lost a lot of blood during surgery") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure insertion 4 weeks post partum", medical device monitoring error "a mirena iud placed at the time of essure procedure", device monitoring procedure not performed "patient did not have hsg" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2010 , (B)(6) 2013 , (B)(6) 2016), general anesthesia in (B)(6) 2013, postpartum state in (B)(6) 2013 and vaginal delivery. Concurrent conditions included chills since 2-aug-2016, dizziness since (B)(6) 2016, weakness since (B)(6) 2016, nausea since (B)(6) 2016, gestational diabetes, extremities burning sensation of, skin lesion since (B)(6) 2016, pruritus since (B)(6) 2016, rhinorrhea since (B)(6) 2016, fatigue since (B)(6) 2016, erythema since (B)(6) 2016, slight fever since (B)(6) 2016, abnormal weight gain since (B)(6) 2016, granuloma annulare since (B)(6) 2016, decreased appetite since (B)(6) 2017 and morbid obesity. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("severe dyspareunia"). In (B)(6) 2015, the patient experienced the first episode of abdominal pain lower ("intermittent left lower quadrant pain / pain"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced granuloma annulare ("granuloma annulare"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), uterine mass ("soft tissue thickening in the uterine cavity"), the second episode of abdominal pain lower ("lower abdominal pain"), pyrexia ("fever"), rash ("rash"), abnormal weight gain ("excessive weight gain"), urinary tract disorder ("urinary problems problems or changes"), bladder disorder ("bladder problems"), back pain ("back pain"), abdominal pain ("left abdominal pain throughout the entire pregnancy") and asthenia ("had to go to the ER a few days after being released from the hospital due to being very weak"). The patient's last menstrual period was on an unknown date and estimated date of delivery was 30-dec-2016. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, device expulsion, procedural haemorrhage, uterine mass, the last episode of abdominal pain lower, pyrexia, abnormal weight gain, urinary tract disorder, bladder disorder, granuloma annulare, back pain, abdominal pain and asthenia outcome was unknown and the embedded device, pelvic pain, pregnancy with contraceptive device, dyspareunia and rash had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for dyspareunia, embedded device, pelvic pain, pregnancy with contraceptive device, uterine mass and the first episode of abdominal pain lower with essure. The reporter considered abdominal pain, abnormal weight gain, asthenia, back pain, bladder disorder, device dislocation, device expulsion, fallopian tube perforation, granuloma annulare, procedural haemorrhage, pyrexia, rash, urinary tract disorder, uterine perforation and the second episode of abdominal pain lower to be related to essure. The reporter commented: the doctor stated that essure device has migrated and failed to prevent pregnancy. Essure was not inserted by reporting physician. Follow up : on (B)(6) 2017: a new case : (B)(4) was created and received all the previously reported information regarding mirena as a suspect drug and related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Salpingectomy - on (B)(6) 2016: (B)(6) 2017 ultrasound scan - on (B)(6) 2016: pregnancy confirmed; on (B)(6) 2016: a 13+2 week intrauterine pregnancy ultrasound scan cont.: left and right sided essure devices were identified; the right sided essure device appeared to have been appropriately positioned. The left sided essure appeared to be embedded within the fundal myometrium and displaced towards the midline. A surrounding area of soft tissue thickening appeared to exert mild mass effect upon the uterine cavity. (B)(6) 2016 : us shows migration to lower uterine segment near cervix. "Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fever". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coils migrated and broke into pieces'), fallopian tube perforation ('perforation of organs'), uterine perforation ('perforation (uterus)') and device dislocation ('migration of implant/the coils migrated and broke into pieces') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not have hsg", device ineffective "device ineffective", medical device monitoring error "a mirena iud placed at the time of essure procedure" and device use issue "essure insertion 4 weeks post partum". The patient's medical history included general anesthesia in (B)(6) 2013, postpartum state in (B)(6) 2013, multigravida, parity 3 (B)(6) 2010 , (B)(6) 2013 , (B)(6) 2016 and vaginal delivery. Concurrent conditions included decreased appetite since (B)(6) 2017, abnormal weight gain since (B)(6) 2016, granuloma annulare since (B)(6) 2016, slight fever since (B)(6) 2016, erythema since (B)(6) 2016, skin lesion since (B)(6) 2016, pruritus since (B)(6) 2016, rhinorrhea since (B)(6) 2016, fatigue since (B)(6) 2016, chills since (B)(6) 2016, dizziness since (B)(6) 2016, weakness since (B)(6) 2016, nausea since (B)(6) 2016, gestational diabetes, extremities burning sensation of, morbid obesity, incontinence, varicose veins, congenital adrenal hyperplasia, sacroiliitis, ovarian cyst, neuritis, metatarsalgia, arthralgia, thrombocytopenia and subchorionic hematoma. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems"). In 2015, the patient experienced dyspareunia ("severe dyspareunia"). In (B)(6) 2015, the patient experienced left lower quadrant pain ("intermittent left lower quadrant pain / pain") and abdominal pain ("left abdominal pain throughout the entire pregnancy"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("intrauterine pregnancy/unintended pregnancy"). In (B)(6) 2016, the patient experienced embedded device ("the left coil was embedded in the uterus fundus/embedded in the fundal myometrium"). In (B)(6) 2016, the patient experienced granuloma annulare ("granuloma annulare/granuloma annulare ringworm"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("embedded in the fundal myometrium"), pelvic pain ("pelvic pain / intermittent unpredictable instances of severe sharp pain/chronic pelvic pain"), procedural haemorrhage ("I lost a lot of blood during surgery"), uterine mass ("soft tissue thickening in the uterine cavity"), lower abdominal pain ("lower abdominal pain"), pyrexia ("fever"), rash ("rash/right hip rash"), abnormal weight gain ("excessive weight gain"), back pain ("back pain"), asthenia ("had to go to the ER a few days after being released from the hospital due to being very weak"), nervousness ("feeling nervous") and haemarthrosis ("my hip that itches like crazy I find myself it in my sleep and sometimes bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on (B)(6) 2017 and she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, device expulsion, procedural haemorrhage, uterine mass, lower abdominal pain, pyrexia, abnormal weight gain, urinary tract disorder, bladder disorder, granuloma annulare, back pain, abdominal pain, asthenia, nervousness and haemarthrosis outcome was unknown and the embedded device, pelvic pain, pregnancy with contraceptive device, left lower quadrant pain, dyspareunia and rash had resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for dyspareunia, embedded device, left lower quadrant pain, pelvic pain, pregnancy with contraceptive device and uterine mass with essure. The reporter considered abdominal pain, abnormal weight gain, asthenia, back pain, bladder disorder, device breakage, device dislocation, device expulsion, fallopian tube perforation, granuloma annulare, haemarthrosis, nervousness, procedural haemorrhage, pyrexia, rash, urinary tract disorder, uterine perforation and lower abdominal pain to be related to essure. The reporter commented: the doctor stated that essure device has migrated and failed to prevent pregnancy. Essure was not inserted by reporting physician. Follow up : on 10-apr-2017: a new case : (B)(4) was created and received all the previously reported information regarding mirena as a suspect drug and related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Salpingectomy - on (B)(6) 2016: results: (B)(6) 2017. Ultrasound scan - on (B)(6) 2016: results: pregnancy confirmed; on (B)(6) 2016: results: a 13+2 week intrauterine pregnancy. Ultrasound scan cont.: left and right sided essure devices were identified; the right sided essure device appeared to have been appropriately positioned. The left sided essure appeared to be embedded within the fundal myometrium and displaced towards the midline. A surrounding area of soft tissue thickening appeared to exert mild mass effect upon the uterine cavity. On (B)(6) 2016 : us shows migration to lower uterine segment near cervix. "Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fever" concerning the injuries reported in this case, the following one/ones were reported via social media: nervousness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received - new events were added: the coils migrated and broke into pieces, my hip that itches like crazy I find myself it in my sleep and sometimes bleeding. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coils migrated and broke into pieces'), fallopian tube perforation ('perforation of organs'), uterine perforation ('perforation uterus'), device dislocation ('migration of implant/the coils migrated and broke into pieces') and embedded device ('the left coil was embedded in the uterus fundus/embedded in the fundal myometrium') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not have hsg", device ineffective "device ineffective", medical device monitoring error "a mirena iud placed at the time of essure procedure" and device use issue "essure insertion 4 weeks post partum". The patient's medical history included general anesthesia in (B)(6) 2013, postpartum state in (B)(6) 2013, multigravida, parity 3 (B)(6) 2010 , (B)(6) 2013 , (B)(6) 2016) and vaginal delivery. Concurrent conditions included decreased appetite since (B)(6) 2017, abnormal weight gain since (B)(6) 2016, granuloma annulare since (B)(6) -2016, slight fever since (B)(6) 2016, erythema since (B)(6) 2016, skin lesion since (B)(6) 2016, pruritus since (B)(6) 2016, rhinorrhea since (B)(6) 2016, fatigue since (B)(6) 2016, chills since (B)(6) 2016, dizziness since (B)(6) -2016, weakness since (B)(6) 2016, nausea since(B)(6) 2016, gestational diabetes, extremities burning sensation of, morbid obesity, incontinence, varicose veins, congenital adrenal hyperplasia, sacroiliitis, ovarian cyst, neuritis, metatarsalgia, arthralgia, thrombocytopenia and subchorionic hematoma. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder "). In 2015, the patient experienced dyspareunia ("severe dyspareunia"). In (B)(6) 2015, the patient experienced left lower quadrant pain ("intermittent left lower quadrant pain / pain") and abdominal pain ("left abdominal pain throughout the entire pregnancy"). In (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("intrauterine pregnancy/unintended pregnancy"). In (B)(6) 2016, the patient experienced embedded device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced granuloma annulare ("granuloma annulare/granuloma annulare ringworm"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("embedded in the fundal myometrium"), pelvic pain ("pelvic pain / intermittent unpredictable instances of severe sharp pain/chronic pelvic pain"), procedural haemorrhage ("I lost a lot of blood during surgery"), uterine mass ("soft tissue thickening in the uterine cavity"), lower abdominal pain ("lower abdominal pain"), pyrexia ("fever"), rash ("rash/right hip rash"), abnormal weight gain ("excessive weight gain"), back pain ("back pain"), asthenia ("had to go to the ER a few days after being released from the hospital due to being very weak"), nervousness ("feeling nervous") and haemarthrosis ("my hip that itches like crazy I find myself it in my sleep and sometimes bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy to remove the essure implant on (B)(6) 2017). Essure was removed on 14-mar-2017. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, device dislocation, device expulsion, procedural haemorrhage, uterine mass, lower abdominal pain, pyrexia, abnormal weight gain, urinary tract disorder, bladder disorder, granuloma annulare, back pain, abdominal pain, asthenia, nervousness and haemarthrosis outcome was unknown and the embedded device, pelvic pain, pregnancy with contraceptive device, left lower quadrant pain, dyspareunia and rash had resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter provided no causality assessment for dyspareunia, embedded device, left lower quadrant pain, pelvic pain, pregnancy with contraceptive device and uterine mass with essure. The reporter considered abdominal pain, abnormal weight gain, asthenia, back pain, bladder disorder, device breakage, device dislocation, device expulsion, fallopian tube perforation, granuloma annulare, haemarthrosis, nervousness, procedural haemorrhage, pyrexia, rash, urinary tract disorder, uterine perforation and lower abdominal pain to be related to essure. The reporter commented: the doctor stated that essure device has migrated and failed to prevent pregnancy. Essure was not inserted by reporting physician. Follow up : on (B)(6) 2017: a new case : (B)(4) was created and received all the previously reported information regarding mirena as a suspect drug and related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Salpingectomy - on (B)(6) 2016: results: (B)(6) 2017. Ultrasound scan - on (B)(6) 2016: results: pregnancy confirmed; on (B)(6) 2016: results: a 13+2 week intrauterine pregnancy. Ultrasound scan cont. Left and right sided essure devices were identified; the right sided essure device appeared to have been appropriately positioned. The left sided essure appeared to be embedded within the fundal myometrium and displaced towards the midline. A surrounding area of soft tissue thickening appeared to exert mild mass effect upon the uterine cavity. (B)(6) 2016 : us shows migration to lower uterine segment near cervix. "Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fever." Concerning the injuries reported in this case, the following one/ones were reported via social media: nervousness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs"), device dislocation ("migration of implant"), pelvic pain ("pelvic pain / intermittent unpredictable instances of severe sharp pain/chronic pelvic pain"), embedded device ("the left coil was embedded in the uterus fundus") and pregnancy with contraceptive device ("intrauterine pregnancy/unintended pregnancy") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not have hsg.", medical device monitoring error "a mirena iud placed at the time of essure procedure", device ineffective "device ineffective" and device use issue "essure insertion 4 weeks post partum". The patient's past medical history included multigravida, parity 3, general anesthesia in (B)(6) 2013 and postpartum state in (B)(6) 2013. Concomitant products included levonorgestrel (mirena) in (B)(6) 2013. On (B)(6) -2013, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("severe dyspareunia"). In (B)(6) 2015, the patient experienced the first episode of abdominal pain lower ("intermittent left lower quadrant pain / pain"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine mass ("soft tissue thickening in the uterine cavity"), the second episode of abdominal pain lower ("lower abdominal pain"), pyrexia ("fever"), rash ("rash") and abnormal weight gain ("excessive weight gain"). The patient's last menstrual period was on (B)(6) 2016 and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on (B)(6) 2017), surgery (she had surgery (hysterectomy/ bilateral salpingectomy) to remove the essure implant on (B)(6) 2017), surgery (hysterectomy/ bilateral salpingectomy) and surgery (hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, uterine mass, the last episode of abdominal pain lower, pyrexia, rash and abnormal weight gain outcome was unknown and the pelvic pain, embedded device, pregnancy with contraceptive device and dyspareunia had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abnormal weight gain, device dislocation, fallopian tube perforation, pyrexia, rash and the second episode of abdominal pain lower to be related to essure. The reporter provided no causality assessment for dyspareunia, embedded device, pelvic pain, pregnancy with contraceptive device, uterine mass and the first episode of abdominal pain lower with essure. The reporter commented: the doctor stated that essure device has migrated and failed to prevent pregnancy. Essure was not inserted by reporting physician. Follow up : on (B)(6) 2017: a new case : (B)(4) was created and received all the previously reported information regarding mirena as a suspect drug and related events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Ultrasound scan - on (B)(6) 2016: pregnancy confirmed; on (B)(6) 2016: a 13+2 week intrauterine pregnancy. Ultrasound scan cont.: left and right sided essure devices were identified; the right sided essure device appeared to have been appropriately positioned. The left sided essure appeared to be embedded within the fundal myometrium and displaced towards the midline. A surrounding area of soft tissue thickening appeared to exert mild mass effect upon the uterine cavity. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is a known possible undesirable event and is not necessarily indicative of a quality defect. Lack of efficacy can occur with the use of any product. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event or the lack of efficacy event cannot be totally excluded most recent follow-up information incorporated above includes: on 18-oct-2017: the case will be deleted from bayer pv database: after internal review case (B)(4) was decided to be deleted. Case was split from case (B)(4) (mirena case) in (B)(6) 2017. All the information in case (B)(4) (essure case) was transferred to case (B)(4) on (B)(6) 2017. This case was marked for deletion. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.